Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance measurements. Boston scientific technical services (ts) provided guidance that this lead needs to be revised. Evidence is suggestive that this lead remains in-service at this time. No adverse patient effects were reported.